Manufacturer narrative:
It was reported the foley catheter balloon burst and had to be replaced. The customer reported the nurse was changing the catheter using a 30cc foley catheter, when it burst and came out. The nurse had to replace it with a 10cc foley catheter. No additional information was provided related to the reported incident. Due to the need for medical intervention and in an abundance of caution, this is an MDR reportable event. It was noted that a sample or photo was no longer available. Therefore, this specific sample could not be investigated for a definite root cause or any potential product quality issues. If additional relevant information becomes available a supplemental MDR will be filed.

Event description:
It was reported the foley catheter balloon burst and had to be replaced.